Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to a stroke, and he was unable to speak at the time of the call. The caller needed help reviewing the basal rates. Two days later, some else from the hospital called with more details. The caller stated that the customer's blood glucose reading was 339 mg/dl when admitted. Prior to the event, the customer was experiencing high blood glucose levels, and had to change the infusion set. The customer had removed the insulin pump a few hours prior to the hospitalization. Troubleshooting was declined as the hospital staff felt the insulin pump was functioning properly. Assisted the caller in reviewing the programming, and it was all correct. Nothing further was reported.